Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Initial reporter phone number: +34 976 76 55 00 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient's lead had high impedances. X-ray revealed that the lead was fractured. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.